Manufacturer narrative:
Vyaire medical's field service team went on-site to evaluate the customer's reported issue and were unable to duplicate the reported issue. An additional failure, failed esp pres transducer, was noted. This is a known issue addressed through engineering change order 100920 and corrective action/ preventive action ca-2017-0237.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator failed the o2 calibration and the blender is reading the same regardless of the o2 setting. The customer advised there was no patient involvement associated with this event.